Manufacturer narrative:
The incident was reported to us through a third party and not the end user. The end user was rising from a sitting position and grabbed the rollator. It moved forward and she lost her balance and fell. Two days later, a fractured hip was diagnosed. The sample was not returned for evaluation and no lot number was provided. It was reported that the brake was applied at the time of the incident but that it failed. The overall condition of the device is not known or if maintenance had been performed. Without the sample, it cannot be determined if maintenance was ever done on the unit's brakes or if they had been adjusted correctly. A definitive conclusion of the operation of the brakes cannot be made. Due to the reported injury and need for subsequent hospitalization and surgery, this medwatch is being filed.

Event description:
It was reported that when rising from a sitting position, the walker moved and the end user lost her balance and fell. She sustained a hip fracture.